Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue was unable to be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
UDI is not known at the time of filing. No devices were returned to the manufacturer for analysis. Device manufacturing date is not known at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a functional endoscopic sinus surgery (fess) procedure. It was reported that after verifying the straight probe, he was unable to select one of the exam he had merged in navigate. He then verified that straight suction and was able to select the exam. To further test, he re-verified the straight probe again and was unable to select the exam he wanted. The issue was resolved on call when the site verified a different suction to proceed with the case. There was a less than 1-hour delay to the procedure and no impact on patient outcome.